Manufacturer narrative:
Citation: faroux l, et al. Femoral versus nonfemoral subclavian/ carotid arterial access route for transcatheter aortic valve replacement: a systematic review and meta-analysis. J am heart assoc. 2020 oct 20;9(19):e017460. Doi: 10.1161/jaha.120.017460. Epub 2020 sep 29. Earliest date of publish used for date of event. Medtronic products: accutrak delivery catheter system (PMA# p130021, product code npt), enveo r or enveo pro delivery catheter system (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the 30-day patient outcomes in transcarotid/trans subclavian versus transfemoral transcatheter aortic valve replacement (tavr). All data was collected from a meta-analysis review of 20 studies published between 2010 and 2020. Of the 83,418 patients included in the study population (patient demographic data not provided), 1,064 were identified as having been treated with a medtronic corevalve transcatheter valve system (which may have included the evolut r or evolut pro systems). No unique device identifier numbers were provided. The risk of 30-day all-cause death was assessed using 15 of the 20 studies, which found an overall 30-day mortality rate of 2.9%. The authors noted the pooled results demonstrated a higher risk of all-cause death at 30 days in patients undergoing transcarotid/transsubclavian tavr. The circumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 20 studies included in the analysis, adverse events comprised: peri-procedural stroke; unspecified neurological event; transient ischemic attack; arterial approach bleeding (major, life-threatening, bleeding with shock, or hemorrhagic shock); arterial approach vascular complications/major vascular complications; and access vessel injury. The authors pooled data did not reveal the specific types of vascular complications observed in each study. Based on the information provided, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.